Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. The occlusion alarms require the pump to be re-primed. The owner's booklet warns that to avoid the risk of dka or very high blood glucose levels, the user must be prepared to give themselves an injection of insulin if delivery is interrupted for any reason. No conclusions can be made at this time.

Event description:
The patient states that he was hospitalized twice due to elevated blood glucose levels above 450 mg/dl. The patient states that at the emergency room, he was taken off the pump and given lantus and novolog insulin. The patient noted occlusion alarms prior to the hospitalizations.